Event description:
The customer reported that the insulin pump alarmed that there was a low predicted with a sensor glucose level of 60 mg/dl and a blood glucose level of 107 mg/dl. Blood glucose level at the time of the incident was 98 mg/dl. The customer was unable to complete troubleshooting at the time of the call. Customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.